Event description:
It was reported that the syringe 3ml ll 200 s/c experienced leakage prior to use. The following information was provided by the initial reporter: material no: 309657 batch no: unknown. It was reported that insulin leaked from the luer connection between the needle and syringe. Event description states: description of issue: patient reported that insulin was coming out of the area wear the syringe and needle meet. Patient made sure the area was tight but continued to experience leakage did the customer insert the needle into the cartridge and encounter fill resistance?: no. Proceed to step 3. Number of occurrences: 1. Item number: 3 ml syringe ¿ 309657. Product lot number: patient was not able to provide. For bd product only, are samples available for investigation?: yes. Does customer authorize bd to contact customer to obtain sample(s)?: yes. Did issue cause any injury? If yes, what type of injury?: no. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment?: no. Resolution?: distributor explained that bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required. Note: product category: needle/syringe issue.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Device expiration date: unknown. PMA/510(k)#: without knowing the lot # or device manufacturer, the PMA/510(k)# for this device could be either k980987 or k151766. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the syringe 3 ml ll 200 s/c experienced leakage prior to use. The following information was provided by the initial reporter: material no: 309657. Batch no: unknown. It was reported that insulin leaked from the luer connection between the needle and syringe. Event description states: description of issue: patient reported that insulin was coming out of the area wear the syringe and needle meet. Patient made sure the area was tight but continued to experience leakage. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 3 ml syringe ¿ 309657. Product lot number: patient was not able to provide. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No resolution. Distributor explained that bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required. Note: product category = needle/syringe issue.